Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Partially remains implanted; other part unknown.

Event description:
This MDR is for the asymptomatic broken screw: the surgeon reported that the patient presented with pain and arthritis in the hip and because of this he undertook revision surgery for removal of a long gamma nail and conversion to a tha. Removal of the nail was a pre-requisite for the tha. The gamma nail had been implanted in approximately 2013. When the patient was opened the surgeon noticed that the most proximal of 2 distal screws was broken. The broken screw had been asymptomatic. The surgeon removed part of the screw, leaving the remaining piece of the screw in the bone. The surgeon did not attempt to remove the remaining piece of the screw. While taking the nail out, the surgeon struggled and tapped the nail. It is unclear whether the remaining screw was catching as the nail was removed. As the nail was removed, the patient sustained stress riser fracture which required an additional plating procedure. This plating resulted in a 2 hour surgical delay. The total delay to surgery was 2.5 hours. The tha was completed.